Event description:
It was reported there was a suspected air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure, after the was had been removed, and while the physician was observing the septum of the patient, a potential air embolism was noted on the superior/anterior side of the fossa ovalis. Upon further examination, it disappeared. The patient did not experience any complications or vital sign changes as a result of this event. No intervention or treatment was performed.